Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/21/2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined."no additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. The complaint conformation is undetermined because there is no share data for review. No additional event or patient information is available.